Event description:
A cusa 36 khz hand piece was reported to have heated up during the removal of a meningioma. The unit was in use not more than a minute when it began to heat up. Neither the surgeon or the patient were injured by the unit because when the surgeon observed the defect, he stopped using the equipment. There were no other tools or instruments being used simultaneously with the cusa when the event occurred and there were no instruments or tools that came in contact with the cusa during the surgery. Only the handpiece was changed. The surgery was delayed approximately 20 minutes.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2012. The investigation included: method: evaluation of actual complaint related device. Review of device history records. Results: the complaint related device was evaluated. It was observed that the cable wire has been cut that needs to be soldered, calibrated and full functional test needs to be performed. The device is the first time in service. The DHR review showed the product was within specifications and no anomalies were found. Conclusion: the examination of the returned hand piece found a wire within the device was broken. The wire can be weakened at this point during the production process. This is a failure mode (no similar complaints in the previous two years). Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.